Event description:
Additional information was received from the patient who reported that the pump was moved up front right below her waist.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was currently receiving morphine (unknown concentration and dose) via an implantable pump. Indication for use was non-malignant pain. The date of the event was (B)(6) 2018. It was reported that the implant has not completely healed. The patient had a lot of discomfort and "funny little feelings", like a nerve is reattaching. The pump was not placed in a great area. When the patient sits, it hits a lot. Magnetic resonance imaging (MRI) was recently performed on (B)(6) 2018. On (B)(6) 2018 the patient felt an "electrocution kind of thing like a nerve thing". The pump had not been checked after the MRI. It was indicated that the MRI was related to the implant and also stated that it was not related to the implant. It was unclear as reported if the MRI was related to the implant. The MRI was checking the discomfort/warmth on the inside the patient felt in that area and to look at her back. The last two weeks the patient¿s back had gotten worse/inflammation with a lot of pain. The pump was put in because of their back getting worse. The implant had not been effective for her pain. The patient hurts, so they are ¿tweaking¿ the medication. The pump previously delivered bupivacaine and prialt (unknown concentration and dose) but the patient was getting bad side effects from the prialt, so they took out the bupivacaine and prialt and put in morphine 1.5 weeks ago. The patient was redirected to follow up with the healthcare provider. The patient had an appointment for (B)(6) 2018. Additional information was received from a consumer on 2018-12-11: indicated the patient was receiving intrathecal bupivacaine 1.426 mg/ml at an unknown dose and unknown morphine 1 mg/ml at an unknown dose via the implanted pump. It was reported her pump was going to be moved because it never healed properly, and she had problems with the pump. It was further reported the pump had not been moved yet. It was noted the healthcare provider (hcp) was 'expecting¿ a call from the manufacturer in order to get a precertification for the patient to have the pump surgically moved. The patient¿s insurance company did not require pre-authorization, so the hcp was telling the patient to call. The patient was redirected to the hcp. No further complications were reported/anticipated or expected.